Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noisy signals. Additionally, an alert was noted for an unsuccessful right ventricular automatic threshold (rvat) test and high pacing thresholds. Technical services (ts) reviewed the device data and noted that the noise was sensed as a coarse atrial fibrillation (af) episode. Ts provided reprogramming recommendations and suggested setting a fixed output. No adverse patient effects were reported. This rv lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).